Event description:
It was reported that the battery data was 3.05v during the last patient follow-up visit in 2008. During the next routine visit in 2009, the device would not interrogate in any position using several different programmers. The patient was admitted for device change the same day.

Manufacturer narrative:
Na

Manufacturer narrative:
Analysis found the device to have no telemetry due to a depleted battery. Automated electrical testing found no anomalies and the current drain was normal. The battery was destructively analyzed by the supplier. No anomalies were found. The cause for the low battery voltage could not be determined.